Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 due to diabetic ketoacidosis and high blood glucose. The customer's old insulin pump was malfunctioning and their blood glucose levels were high. The customer treated their high blood glucose with a sliding scale and syringes. The customer's blood glucose level at the time of admission was in the range of 500 mg/dl. The customer also had at least two blood glucose readings that were in the range of 400 mg/dl. The customer was not wearing the insulin pump at the time of the hospitalization. The customer was off the insulin pump for less than 48 hours prior to the hospitalization. The insulin pump was already being replaced .the customer did not want to continue troubleshooting. The customer was advised to call is they needed any assistance.